Event description:
It was reported that the male luer was missing from an interlink IV catheter extension set. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection confirmed that the male luer was missing. The cause was determined to be a possible defect in the manufacturing facility. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.